Event description:
Report received of an over-delivery of zantac on the secondary line. It was reported that the patient was receiving zantac on the secondary line in the concurrent mode of delivery. Pump settings were not known by the customer contact. It was not known what was infusing on the primary line or at what rate. The customer contact noted incidentally that the rn reported that a cellular telephone was in use in the patient's room at the time of the reported over-delivery of zantac. The cell phone was in use less than 1 foot from the pump, but was not identified by brand of type. Though requested, there was no further information available.